Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned with the helix extended and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impressions. The cause of the reported event was isolated to external abrasion consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.